Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the zimmer electric dermatome stopped working during operation. Could be a contact problem between the electrical wire and the console. It is unknown if the problem comes from the console or the handpiece. Both console and handpiece are returned for service and must be returned to customer. There was no adverse event reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the handpiece was not working due to a damaged switch and cable contact issues. The switch and plug harness assembly were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.